Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the image sometimes disappeared due to defective cable unit. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that communication with the processor became impossible due to break of cable, then the phenomenon occurred. The break of cable might be due to user's handling.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, image was lost intermittently. There was no report of patient injury associated with the event. The field service engineer checked the device over a video call and found that there was intermittently loss of image when the cable was moved.